Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. Low flows of 0.1l/min were reported within an hour of insertion of impella. Consequently, the decision was made to explant the device and replace it with a new impella cp device. No patient harm was reported.

Manufacturer narrative:
The investigation has been completed for the reported issue of low flow. The device was not received for evaluation. The root cause of the low flow was unable to be determined as no product or logs were returned for analysis. This report is being filed as part of a retrospective review of historical records.